Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that just after prepping, and during an attempt to insert the device into the toughy, the stent dislodged into the toughy. No intervention was required, as the stent remained in the toughy and was removed with it and switched out for a new toughy. There were no pt effects. No additional event or pt info is available.